Event description:
The manufacturer representative reports a catheter replacement due to a fracture in the catheter. The patient underwent replacement of their pump a couple of weeks ago and had been weaned down on their drugs. The new pump was placed and a 50 mcg bolus was given with no response. An x-ray was performed and a catheter fracture was found. The catheter was replaced. No patient symptoms were reported. The drug used in the pump is baclofen (dose and concentration unknown). Additional information has been requested from the hcp, but was not available on the date of this report.